Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly calcified and mildly tortuous mid right coronary artery (rca) with 75% stenosis and was 20mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with pre-dilation using a 2.5x15mm maverick balloon and placement of a 4.00x20mm promus element stent. Post-dilation was performed using a 4.5x15mm quantum apex balloon. After removing the balloon catheter, stent damage was noticed under angiography. A 5.0x12mm taxus liberte stent was used to overlap the deformed area. No further patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other as the investigation indicates the complaint could be caused by the post dilation balloon. (B)(4).